Manufacturer narrative:
Correction : describe event or problem.

Event description:
It was reported that the 21 pc units had corroded iui screws. This was reported to bd representatives during site visit. There was no patient involvement. Although requested no additional information will be provided by the customer, no devices will be returned.

Event description:
It was reported that the 21 pc units had corroded iui screws. This was reported to bd representatives during site visit. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 21 pc units had corroded iui screws. This was reported to bd representatives during site visit. There was no patient involvement. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Omit : c20 - no findings available additional information: imdrf annex a, g, b, c codes and manufacturer narrative. Investigation summary: the report of 21 pc units had corroded iui screws was confirmed by bd on site visit; however, the root cause for the reported issue could not be identified since there were no devices returned for investigation. The event date and time were not reported laboratory testing was not able to be performed due to no devices being returned for investigation. No logs were received for investigation; therefore, a log review could not be performed. There was no patient involvement. The alaris system is used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of corrosion in the iui screws on 21 pc units could not be determined, as no devices were returned for investigation.